Event description:
Rec'd a complaint that a pharmacy tech was removing a bag of unused syringes from the shipping box and left thumb was punctured by a syringe needle. The puncture drew blood. Within the unopened bag of syringes, was a syringe missing the cap. The cap was not inside the unopened bag. The 10 count bag of syringes contained 11 syringes, one without a cap. No other syringes at the pharmacy were noted to have this defect after further inspection. Upon being punctured, the pharmacy tech immediately washed her hands and applied alcohol to the wound. Pharmacy tech sought medical attention and rec'd a tdap injection, oral antibiotic and blood test. No other syringes at the pharmacy were noted to have this defect.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Please reference medwatch report (B)(4).